Manufacturer narrative:
Reported event of loose or intermittent connection was confirmed. Reported event of high impedance was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis revealed the right ventricular setscrew contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque wrench and was the cause of the reported event. The setscrew anomaly is consistent with having occurred during the procedure.

Event description:
It was reported that the patient presented for routine implant of the implantable cardioverter defibrillator (ICD). During the procedure the physician attempted to connect the lead to the device, but the impedance was high. The lead was disconnected, and an attempt was made to reconnect the device to the lead. However, the wrench would not engage the device setscrew. Despite replacing the wrench, the setscrew could not be tightened, and a replacement device was used to complete the procedure. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.